Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the velcro strap appeared to be backwards. Additionally, "only half of the bands deployed correctly." It was reported that the other bands failed to remain attached to the varices. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the velcro strap appeared to be backwards. Additionally, "only half of the bands deployed correctly." It was reported that the other bands failed to remain attached to the varices. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that handle did not have marks of trip wire secured. The velcro strap appeared to be backwards which made it difficult to use/close the velcro. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed as only the handle assembly was returned. Upon analysis, it was found that the velcro strap appeared to be backwards. This problem was escalated with operations team, and it was determined that was related with a process problem. An investigation to address this issue is in progress. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured; however, the IFU cited: "secure trip wire in slot on handle unit." Additionally, the customer found that the velcro was backward; however, the device was used and per the IFU: "precaution: do not use any component if the package is damaged or opened." Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.